Event description:
It was reported that approximately two weeks post implant, the right atrial (ra) lead dislodged into the right ventricle. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.